Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was returned, however evaluation would not confirm the issue or determine the root cause. Data and product was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.